Event description:
The surgeon reported that they believed that a patient had developed horner's syndrome due to vns revision surgery. Further follow up with the surgeon confirmed that nothing happed during the patient's surgery that would indicate a surgical cause for horner's syndrome. The surgeon did note that this was a lead revision surgery, and that in general, lead revisions carry a higher risk of central nervous system injury. However, the surgeon clarified that they never got close to the sympathetic ganglion during surgery. The surgeon noted that there will be no intervention as there is no identifiable, reversible cause for horner's syndrome. At post-op day 3 the patient had no discernible improvement. No other relevant information has been received to date.